Event description:
It was reported that the device showed a strip with a patient's heart beat going down and come into pace. Follow up confirmed "the device was reprogrammed to a less sensitive setting in order to prevent inappropriate pacing inhibition should the lack of pacing have been a result of oversensing. The cause of pacing inhibition was never confirmed." The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).